Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an increase on pacing thresholds. Reportedly patient with chest pressure and overall fatigue. Echocardiogram was performed. Patient had effusion. A pericardiocentesis was performed to remove fluid. Evidence suggest that this lead dislodged and had perforated the right ventricular. Lead was completely through pericardium into the pleural cavity. A surgical procedure was performed wherein this lead was successfully explanted and replaced. No additional adverse patient effects were reported.